Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred 90 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. Blood was visually observed. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: there was one dialyzer from the reported lot returned without the overwrap for evaluation. The dialyzer was returned with corporate provided caps attached. Blood was present throughout the dialyzer. A bubble point leak test was performed on the returned sample. A leak was detected at approximately 35° on the cavity ID end of the dialyzer. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a fiber fragment was found on the cavity ID end at approximately 35°, with the dialysate ports situated at 0° in the dialyzer. The fiber fragment measured approximately 10.16 mm in length. There was no other damage or irregularities noted on the sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. The production record review showed there were multiple approved temporary deviation notices (dns) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred 90 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. Blood was visually observed. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return to the manufacturer for evaluation.